Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right atrial (ra) lead was explanted due to the patient condition of twiddler syndrome. An x-ray verified there was high pacing threshold values observed. A new lead was placed without issue.